Manufacturer narrative:
Communication with the customer conveyed that the device would not recognized the scopes they have in their facility. Customer stated that olympus provided a loaner and their scopes worked with the loaner as well as other device in their other room (surgery room). Customer stated they have returned the device for evaluation. Customer did not provide the model and serial number of scopes used with the device during the preparation. The subject device was received and evaluated. Device evaluation found the reported issue of "getting b30 error with multiple scopes" was not confirmed. Device was tested with olympus reference scopes and video processor and the device was tested normal, image stabilized without any issues. However, the following defects/findings were observed on the device: lamp life expired over 500+hours, needs replacement lamp door corroded. Bottom chassis corroded. Dust present inside unit, top cover found with corrosion. The main power , switch are running normal as well as the air pump pressure . Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the device was getting b30 error (scope communication error) with multiple scopes. The issue found at preparation for use. There is no patient involvement on this reported event. No user injury reported.

Manufacturer narrative:
Updated: g2, h4, h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the customer's reported ¿b30 error¿ issue could not be reproduced or confirmed. The root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.